Manufacturer narrative:
The device referenced in this report is not available for evaluation. As part of the investigation, an olympus endoscopy support specialist (ess) was dispatched to the facility to observe reprocessing practices and to provide training or in-service. The ess found the facility uses a non-olympus automated endoscope reprocessor and understood that the guidelines for their unit would have to be provided by the manufacturer. The ess completed an in-service and provided training to the facility's staff on the appropriate cleaning and reprocessing method. The exact cause of the reported event could not be conclusively determined at this time. Please cross reference MFR. Report numbers: 2951238-2016-00080, 2951238-2016-00081, 2951238-2016-00082, and 2951238-2016-00083 to account for the five patients involved in this event.

Event description:
Olympus was informed that five patients developed bacterial infections after undergoing cystoscopy procedures. The dates of the procedures occurred between (B)(6) 2015. Four out of five patients' urine culture tested positive for pseudomonas. The type of bacteria recovered from the fifth's patient urine culture is unknown. The five patients have since recovered. The facility reported there has been no further recurrence of bacterial infection events and isolated the occurrence to a loaner cystoscope that was used in these five cystoscopies. Patient 1 of 5 tested positive for pseudomonas aeruginosa.